Manufacturer narrative:
Patient weight not available from the site. Based on the toxicological risk assessment of the material in the device, the potential health risk resulting from exposure to a fragment of the device is considered to be negligible. No parts have been received by the manufacturer for analysis. Not returned to manufacturer.

Event description:
A medtronic representative reported that, during a spinal fusion procedure, the tip of the driver instrument sheared off into the screw during placement of the first screw. It was reported that sclerotic bone was a factor. The tip of the driver was left in the screw which remained in the patient. The rod and set screw were placed over it. The surgeon used a different driver to complete the procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
As reported, the tip of the driver has been twisted and broken off. Otherwise, the driver is in good condition. A replacement driver was sent to the site for issue resolution.